Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and the mesh was implanted. It was also reported that it was unsuccessful from this initial surgery. Some ten years later, the patient experienced severe pelvic pain and following a cystoscopy, the mesh found to be eroded into the bladder and bladder stones had formed. These bladder stones were removed, and eroded mesh fibers were lasered off the bladder wall.